Event description:
Unable to deflate the internal bolster. The indwelling period was 5 months. This incident occurred during the percutaneous removal.

Manufacturer narrative:
The complaint of difficulty to deflate the internal bolster is inconclusive, due to the complete sample was not returned for evaluation. Upon receipt of the complaint sample at bas, the feeding tube has been cut at the traction removal site. The complaint incident could not be replicated in the laboratory setting. No mfg defect was noted during tactual and microscopic examinations. The product instructions for use (IFU) provides a narrative and illustrative description for removal of the fastrac device. A chr is not possible, as no mfg lot number info has been provided by the complainant.